Event description:
New information notes that the lead was explanted due to noise which caused inappropriate shocks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was capped due to out of range lead impedance and suspected insulation anomaly.